Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot #: unknown, implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient who was receiving baclofen 500 mcg/ml at a dose of 24.01 mcg/day via an implantable pump. The indication for use was not provided. It was reported that since the pump placement the patient had lower back pain. On (B)(6) 2018 there was an acute increase of the lower back pain with radiation to the legs without a clear radicular pattern. The patient developed a severe headache as well and showed signs of photophobia. The patient had a fever up to 38.3 degrees. The headache was described as holocranial and pressing. Clinically the patient was showing neck stiffness. It was noted the wounds did not look infected "lumbally" and right para-umbilical. Device interrogation/device data showed no errors. Cultures showed a high leucocyte concentration/increase. "Vancomycine"-"rocephine" was administered intravenously (IV). The wound fluid showed growth of staphylococcus capitis. It was indicated that this could be a sign of surinfection but could as well be the cause of the infection. The IV rocephine therapy was continued. The device diagnosis was indicated to be not applicable and the clinical diagnosis was noted as "signs of bacterial meningitis." The relationship of the event was reported as possibly related to the device or therapy and related to the implant procedure of surgery/anesthesia. The event required in-patient or prolonged hospitalization and emergency room visit. The event resolved without sequelae on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 8781, lot# 0213803404, implanted: (B)(6) 2018. Product type catheter. If information is provided in the future, a supplemental report will be issued.